Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexb1156 showed no other similar product complaint(s) from this lot number.

Event description:
When the package was opened, it was noticed one of the bags seals were not closed all the way. It was opened.